Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. The outcome was device or therapy related and that the device parameters (flow, speed, and power) were within normal limits.